Event description:
The customer reported that when the system was turned on and the e-stop was closed, the patient support moved down uncommanded. The field service engineer evaluated the system and determined that the vertical brake had failed.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).